Manufacturer narrative:
The sample is available for evaluation. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
An intern inserted the catheter into a (B)(6) patient in the emergency room. He pushed the button and the needle fully retracted into the safety barrel. It was difficult to throw the barrel away into the sharpak sharps container, so the clinician pushed the bottom of the barrel with his forefinger in attempts to dispose of the product. At this time, he felt the needle stick his finger. Blood borne pathogen testing was completed and interferon was administered as the source patient is (B)(6).